Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implant of this 33mm mitral annuloplasty band, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that that the reason for immediate removal of the 33mm mitral annuloplasty band was it failed to repair the patients native tissue and post implant showed continued moderate regurgitation. As a result the band was removed and the patients native valve replaced with a non medtronic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.